Event description:
Patient reports part of the bottom tooth just fell off (chipped tooth) and patient has no fillings. Bottom teeth remain too crowded and moved back and forth too frequently. This is upper #20 and lower #14 aligner. Note: patient's career as a wind musician impacted by this condition. Dental history includes orthodontic metal braces and impacted teeth at 32, 17. Medical history includes jaw clicking or locking upon opening (not painful).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.